Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels (bg) levels up to 380 (mg/dl) when the pump battery gauge reaches 85% or less. Reportedly, correction boluses are delivered to treat elevated levels. Additionally, customer experienced elevated bg levels while at school. School nurse assisted with entering bg levels into the pump for delivery of a correction bolus. Reportedly, this is standard procedure while at school. Although requested, no additional information was provided.